Event description:
In 2003, a pt with adequate rim was implanted with an 18mm asd device. There was no shunt during the procedure and a 20-hour post implant tte revealed no shunt and no effusion. The pt was discharged the following day. In 2003 (40 hours post implant), the pt awoke with acute onset chest pain followed by dizziness. Upon arrival at the ER, the pt collapsed and was resuscitated. An echo showed a large pericardial effusion and a drain was placed. The pt continued to bleed into the pericardial space and was emergently transported to surgery. A perforation was found in the root of the right atrium with extension into the aortic root just above the annulus at the margin of the right atrial disc. The device was removed and the atrial septal defect and perforation were repaired. Two and half weeks later, the physician reported that the pt was slowly recovering from neurologic insult.